Manufacturer narrative:
Product event summary #manufacturer¿s analysis was unable to confirm the customer comment that the ventricular output connector of the device would not hold the cable. It was found, however, that there was foreign material in the atrial output connector of the device, which did not allow the cable to be plugged in all of the way to latch. It was also noted that both display wires were pinched without compromising the insulation. All found defective parts were replaced and all other identified issues were resolved.

Event description:
It was reported that the ventricular connector of the external pulse generator would not hold the cable. The external pulse generator has been returned for repair. There was no patient involvement.